Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported "dehiscence/wound issues/erythema", could you please clarify what do you mean by "wound issues"? Please provide more details. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the patient¿s current status? Device return status: response received: saw cellulitis and had to be put on antibiotics but I was not able to get the name and dose. She said one patient did have surgical intervention but was unsure if stratafix was used and said the patient had a history of cellulitis with previous surgeries. The patient is doing fine I confirmed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was product code sxmp2b410, stratafix spiral monocryl plus used? Please clarify lot number? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Infection: please describe the patient manifestations of the reported infection/cellulitis (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? Please describe any medical intervention performed including medication name and results. Wound dehiscence (if applicable, for the specific patient): did the patient experience a wound dehiscence? What tissue dehisced? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the patient undergo re-operation for the dehiscence? If yes, please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a knee surgery on an unknown date and a barbed suture was used. Post-op, there was a higher incidence of dehiscence, wound issues and erythema. Cellulitis was seen and the patient had to be put on antibiotics. Unknown name and dose. The current status of the patient was reported as doing fine. Additional information was requested.